Event description:
Same case as MFR#: 2134265-2010-05568. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the balloon catheter became stuck on the guide wire. The target lesion was located in the anterior tibial artery. While advancing the 3.0 x 150 sterling sl balloon catheter over the 300cm (B)(4) guide wire, the balloon became stuck as it entered the 6fr introducer sheath. The sterling balloon catheter was unable to be removed from the (B)(4) guide wire or advanced further. The devices were removed together as a unit and the procedure was successfully completed with different devices. It was noted that other balloons had been advanced over the wire prior to this issue. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MFR#: 2134265-2010-05568. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the balloon catheter became stuck on the guide wire. The target lesion was located in the anterior tibial artery. While advancing the 3.0 x 150 sterling sl balloon catheter over the 300cm v-18 guide wire, the balloon became stuck as it entered the 6fr introducer sheath. The sterling balloon catheter was unable to be removed from the v-18 guide wire or advanced further. The devices were removed together as a unit and the procedure was successfully completed with different devices. It was noted that other balloons had been advanced over the wire prior to this issue. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: visual and tactile inspection of the returned device revealed kinks at 2.5 and 4.5cm from the distal end and 76cm from the proximal end. Dimensional measurements taken were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).